Event description:
The reporter stated that she had gotten the er1 message sometime in the past. She reported that she had checked the confirmation dot for sample adequacy, but did not do a color chart comparison. She retested and received a satisfactory result, but could not recall what it was.